Manufacturer narrative:
Corrected information: describe event or problem - target lesion corrected from proximal lcx artery to distal lcx artery. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00172. It was further reported that the index procedure treated the 100% stenosed, 3.0mm reference diameter target lesion located in the distal left circumflex artery. Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte stents (3.0x16mm, 2.5x32mm) and post dilation resulting in 0% residual stenosis and timi 3 flow. The patient was discharged without complication 2 days post the index procedure on aspirin and ticlid. Revascularization was performed in the 75% stenosed, 2.5x40mm referenced distal lcx artery. Per the physician, the event was listed as "possibly related" to the study stent.

Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure placed an unspecified (B)(4) stent in the proximal left circumflex (lcx) artery. In (B)(6) 2010, with no ischemic symptoms, angiography revealed a 75% restenosed, 2.5x40mm length lesion located in the proximal lcx artery. Three days later a target lesion revascularization procedure treated the lesion with angioplasty resulting in a 25% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged the next day in improved condition. No angina was confirmed at the 1 year follow up visit.

Manufacturer narrative:
Device is combination product. (B)(4): as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)